Event description:
Patient reports cassettes that were defective; no details provided. Patient reports 3 defect cassettes from lot number 4329619 and 1 defective cassette from lot number 4334053. Patient reports they were able to continue veletri infusion by using their back-up pump with a new cassette. No additional info, details, or dates available. Pump return tracking information is not available as no pump issue was reported. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown as no pump issue was reported. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5116663, mw5116664, mw5116665.